Event description:
For pelvic/vaginal cancer treatment, I was given my 2nd dose of IV decadron and cisplatin at (B)(6) cancer ctr with my history of stevens johnson syndrome. Also that day I was given my 12th radiation therapy treatment at (B)(6) oncology. Over the next two days, I developed external genital burning which progressed in the next few days to internal vaginal, rectal and intestinal discomfort leading to diarrhea and cramping. I was using sitz baths with either mylanta or soda bicarb added 4 x per day, but had to increase to 8-10 per day. I advised both my mds that I could not continue the treatment due to the burning pain. I was given prescription for lomotil and lortab and eucerin oint. After exam, my radiation oncologist advised me to let my burns heal and begin again. I advised both mds I could not do this. From continued burning and pain, I went to the office of my pcp - dr. (B)(6)- and was given kenalog im and if burning not improved or worsen, to go to ER, but if better, prescription for prednisone 50mg daily and bentyl 1 tab qpm. The diagnosis stevens johnson syndrome, radiation burns. I am much improved this morning, sitz baths 4x per day, eucerin. Radiation therapy: 10/5, 10/6, 10/7, 10/8, 10/11, 10/12, 10/13, 10/14, 10/15, 10/18, 10/19, 10/20, 10/21, 10/22 for a total of 14 treatments. Pelvis. Dose or amount: unk, frequency: daily 14 treatment, route: other.